Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and the cause for the discordant positive troponin results is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample. The physician questioned the result due to no ECG changes. The patient was redrawn and the repeat result was positive. The patient was kept overnight and a new sample taken the following day and the result was negative. The original sample was retested and the result was negative. There was no known report of adverse health consequences due to the discordant troponin ultra result.